Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture, suspected to be caused by subclavian crush, resulting in a loss of capture (loc). Consequently, the patient experienced a syncopal event, including fainting and loss of consciousness. The patient subsequently underwent revision surgery during which the rv lead was explanted and replaced. This rv lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture, suspected to be caused by subclavian crush, resulting in a loss of capture (loc). Consequently, the patient experienced a syncopal event, including fainting and loss of consciousness. The patient subsequently underwent revision surgery during which the rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has been received for analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 254 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 254 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.